Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, there was a battery compartment leak with evidence of moisture corrosion in only in battery compartment, other parts of pump don¿t have moisture. Due moisture damage pump is unresponsive, unable to power up, download files and test pump for step 30, unable to investigate complaint about battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that the patient needed to change the battery a couple of times every week and there was alleged moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.